Manufacturer narrative:
The patient previously had a pump pocket infection on (B)(6) 2016 which was reported under MFR report # 2916596-2017-00391. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 1 month, 18 days. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. No product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The instructions for use provides details regarding the surgical procedures used to implant the hm ii left ventricular assist device. This IFU outlines potential risks to consider when choosing an implant technique, including wound dehiscence. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a localized dehiscence of the lower portion of his midline sternotomy on (B)(6) 2016, and was brought back to the operating room for localized debridement and placement of a negative pressure wound dressing. The patient medical note stated that there is no evidence of misplacement of any lvad components or exposure of the pump and its internal components. Although the clinician stated that there is no evidence of exposure to the pump and its internal component, the patient had a pump pocket infection on (B)(6) 2016.